Event description:
It is reported that the pt was revised due to aseptic loosening after experiencing a fall. The pt was (B)(6) for infection so the surgeon chose to perform a 2 stage revision. The final implants were inserted on (B)(6) 2010.

Manufacturer narrative:
This report will be amended when our investigation is complete.